Event description:
The customer reported that while running an hiv-1 p24 antigen assay, using summit sample handler, did not pipette the correct amount and no error messge was given. A field service engineer was dispatched and review of trace and log file info did not indicate cause. The customer had aborted the plate before completion. No death or serious injury was associated with this event.